Manufacturer narrative:
A customer in (B)(6) submitted a staphylococcus aureus isolate for oxacillin/cefoxitin screen (ox/oxsf) evaluation because the vitek® 2 ast-p625 cards gave susceptible ox results (mic<=0.25) and negative oxsf results when testing on two different card lots (5350752103 and 5350669103), using vitek 2 v7.01 software. However, meca pcr testing was positive. Additionally, eiken chemical dry plates gave an ox mic=4 and a fox mic=8. An internal biomérieux investigation was performed using the isolate submitted by the customer. Identification was confirmed, and testing included both customer lots and a random lot of ast-p625 cards, using both v7.01 and v8.01 software. Agar dilution (ad), the reference method for ox (ox101n), was performed, as was fox disk testing, the reference method for the oxsf test. Alere pbp2a testing was also performed. When tested using both v7.01 and v8.01 software, all cards gave susceptible ox mics<=0.25, which correlated with susceptible ox results (mic=0.25) obtained with ad. All cards tested gave negative oxsf results; these results are in agreement with the negative fox disk results (24 mm). Pbp2a testing was also negative. The vitek 2 cards and reference method testing are in agreement, and cards are performing as intended. No further action is necessary.

Event description:
A customer in (B)(6) reported a false negative cefoxitin screen (oxfs) for a staphylococcus aureus strain from a blood culture, in association with the vitek® 2 ast-p625 test kit. The customer reported the clinical isolate was cultured on sheep blood agar and tested twice with the ast-p625 card. The results were oxacillin (oxa) susceptible (mic </=0.25) and cefoxitin screen negative. Alternative testing included eiken dry plates (oxa mic=4, oxsf mic=8), gene cube meca, (positive) and mrsa selective agar (positive). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.